Event description:
The facility reports the pt was being transferred from wheelchair to the toilet. It was reported that all four clips of the sling had been attached to the hoist, and as the pt was being lifted two clips detached, causing the pt to tip backwards and bump the back of their head. The pt suffered bruising to the back of their head.